Event description:
The customer contacted baxter's technical service center regarding a low drain volume alarm, which occurred on the homechoice (hc) during use during the initial drain. The home patient (hp) stated that there was air in the line. The baxter technical service representative (tsr) recommended that the hp end therapy and start over with new supplies. The hp ended therapy and will start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2010 the writer spoke to the hp. He stated that he does not know what caused the air in the tubing. He discarded the supplies and is using a new box. The lot number was unknown. There were no injuries reported. The hp stated that the machine would not stop alarming with the ldv, and that is when he called in. The writer advised the hp to talk to let his pd rn know about this and receive further training, if necessary, in order to prevent air in the lines.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) was not confirmed due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).